Event description:
It was reported that about one year post-op to a laparoscopic gastric band procedure, an anterior slippage of the device was noticed. The problem was noticed during an adjustment under fluoroscopy. The fluid was removed from the band for a month to see if the problem would resolve itself. On (B)(6)2010 the band was examined under fluoroscopy and the issue was still visible. The patient was brought to surgery to reposition the band. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Band remains implanted.